Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received at service center and evaluated. Per operational and diagnostic analysis the unit was evaluated upon its return, and the cable was found to have a short in it. Therefore electrical short was the root cause for the reported failure. Device disassembled and decontaminated. During initial evaluation. Performed repair as identified in the investigation by replacing the cable assembly. Performed replacement of internal seals and valve screws. Performed decontamination of spare parts prior to placement into the device. The repair and testing of the unit was completed, bringing the unit back to full functionality. The unit passed all functional tests and is fully operational. The service history has been reviewed in lieu of the device history record for this device since it was previously serviced. The device was last serviced on 07-19-2018 and passed all functional testing before being returned to the customer. No further investigation is required. At this point in time no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported via service request that the micro tornado handpiece with hand controls was received as a blind return but during service defects were found. The defect that was found was a cable defect.